Manufacturer narrative:
The company has requested more information on this incident, including the serial number of the unit involved. The company has also requested the unit be returned for investigation. If the unit is returned or we gain any additional information on this case, a follow up report will be submitted.

Event description:
The company was informed on september 26, 2016 of an adverse event that occurred in (B)(6). The date of the incident is unknown. The incident involved a liquid oxygen portable unit which had been laid down between a patient's legs. Liquid oxygen leaked from the unit since it was no longer in an upright position and burned the patient's legs.